Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Three attempts were made for the sample to be returned. Device was not returned for evaluation. No further information is available. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screws breaking cannot be positively identified. However, it was most likely due to unanticipated stress placed on the devices post-operatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If the sample becomes available, the complaint will be reopened and an investigation will be conducted. A follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
Visual examination of the returned expedium 5.5 ti cortical fix polyaxial screw revealed the fracture was located at the screw¿s shank under the polyaxial ball. The device was sent for fracture analysis. The fracture analysis report suggests that the polyaxial screw underwent fatigue failure. A review of the DHR is not needed as it was reported in the original report. It was also indicated that the evaluation of the device did not change the parameters of the trend analysis and as such a new trending is not deemed necessary. The root cause for the screw breakage cannot positively be determined. However, the fracture analysis report suggests that the polyaxial screw underwent fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If the sample becomes available, the complaint will be reopened and an investigation will be conducted. A follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two screws broken on level 12 thoracal postoperatively (part no. 186727650 / lot tbfne + tbfng). The explants were substituted again with expedium cfx.